Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope did not display an image. There was no report of patient harm associated with this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6. Additional information: d9, h4. The device was returned to olympus for inspection, and the reported failure of no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the control body and scope connector due to moisture damage. Based on the results of the investigation, the most probable cause of complaint is cause traced to component failure with expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.